Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that for the prior month, the patient had been having sharp pain at the ¿bottom of the box¿ which came on with certain movements, such as laying down or placing the recharger. It was noted that there were no falls or trauma. It was further reported that there was a shocking or jolting sensation. The reporter did not know where the shocking was at or if the patient had tried to turn the stimulation off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported that the generator caused local mechanical discomfort and was removed and replaced on the day of the report. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented. Analysis of the lead (serial # (B)(4)) found no significant anomaly. The stimulation lead body was cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.